Manufacturer narrative:
Additional, changed, and/or corrected data: a2, a4, a5, a6, b3, b5, b6, d6a, g2, h6. The event of seroma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Patient reported "pain, implant is deformed, capsular contracture baker grade unknown and recall". Patient later reported "minimal amount of liquid around the implants, cyst and nodule". Healthcare professional later reported "mammary pain, deformity and capsular contracture baker grade iii". This record is for the right side. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture baker grade unknown" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade unknown.

Event description:
Patient reported "pain, implant is deformed, capsular contracture baker grade unknown and recall". This record is for the right side. Device remains implanted and it is unknown if the device will be returned.